Manufacturer narrative:
(B)(4): this follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, g3, g6, h2, h11. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a patient experienced screw breakage due to fatigue failure, with no associated trauma. The screw breakage was first identified on x-ray approximately 1 year and 4 months post implantation. Fatigue failure of the screw helped dynamize the fracture and facilitated fracture healing; therefore, screw fatigue failure per se is not considered a complication. However, the broken screw subsequently migrated and resulted in skin irritation, which warranted explanation approximately 2 years and 4 months post implantation. The event has a causal relationship to the device, is possibly related to the procedure, and is not related to the instrumentation. Attempt has been made to obtain additional information. No additional information has been received at this time

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected: b4; b5; d2; d4; g1; g3; g6; h1; h2; h3; h6. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Medical records were not provided. Device history record review cannot be performed without product identification. A definitive root cause cannot be determined. The complaint was not confirmed. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent an initial implantation on approximately ten (10) years ago as part of a pmcf study on the afn and rfn znn (zimmer natural nails). Subsequently, the patient experienced screw breakage due to fatigue failure, with no associated trauma that was first identified via x-ray approximately one (1) year and five (5) months post-implantation. The clinical site reports fatigue failure of the screw helped dynamize the fracture and facilitated fracture healing; therefore, screw fatigue failure was not considered a complication by the clinical study site. However, the broken screw migrated and resulted in skin irritation, which warranted explanation approximately two (2) years and four (4) years post-implantation. Attempt has been made to obtain additional information. No additional information has been received at this time.

Event description:
It was reported that the patient underwent an initial surgery approximately nine (9) years and seven (7) months ago. Subsequently, the patient underwent a revision surgery approximately two (2) years and four (4) months after the initial surgery due to the implant fracturing and migrating causing the patient irritation. Attempt has been made to obtain additional information. No additional information has been received at this time.

Manufacturer narrative:
(B)(4). E1: establishment name: (B)(6). G2: foreign: united kingdom. H3: customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.